Event description:
False negative troponin I (tni) results at <0.05 ng/ml and 2nd of 3 serial draws for one pt; repeating the sample in question using plasma instead of whole blood gave results of 0.07 ng/ml and 0.08 ng/ml. No further info provided on pt diagnosis or treatment.

Manufacturer narrative:
Product support (ps) tested returned and retained devices. Ps did not observe high outliers during calibrator & whole blood testing. Ps did not confirm the client's observations with in-house testing. Customer complaint could not be directly confirmed for lack of specimen. Testing with retained product indicated no outlier results to which the false positive tni results could be attributed. Batch record review indicated single point outliers on each of 2 days when non-diseased pt whole blood was examined. Deficiency established. Release specification evaluation pending.